Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The date of event is unknown. There was no report of patient harm. The time of event is unknown. No known adverse event. Customer reported poor image quality.

Manufacturer narrative:
Evaluation summary: it is probable that this event caused an abnormality in the image due to an abnormality in the electrical parts or disconnection of the electric wire due to an external load, and is not due to design / manufacturing.